Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the delivery rate is slower than set (100 ml bottle at 200 ml/h delivery rate takes 1 hour)."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer specified 2025-05-27 as the date of the incident. A space line was selected and the infusion started with a rate of 200 ml/h at 12:13. After 50 minutes at 13:09, the therapy was interrupted by a 'too few drops' alarm. A total of 167.93 ml was infused. No abnormalities were found in the history log. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. There is mechanical damage to the operating unit at the bottom left. No other visible damage are to locate. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. A delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,85% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within specification. The device was disassembled, and the inside was investigated. The inside of the device was dirty but no visible damage was found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.